Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the up, down, and ok buttons were responding poorly to presses since (B)(6) 2012. The reporter indicated that over the past couple weeks the ok button had lifted from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the keypad was found to be torn over the ok button. The keypad buttons were tested and found that the ok and contrast buttons had an intermittent response. The keypad was removed and contamination was observed under the button contacts and the ok button contact was inverted. Unrelated to the complaint, the battery compartment was found to be cracked and the pump display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.